Event description:
The distributor reported that the pump did not detect the cartridge on the load step. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: there were no alarms related to the complaint in the alarm history; there were no "no cartridge detected" warnings observed in the black box. The pump performed the rewind load and prime successfully. The force sensor was tested and no defects were found.